Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant proucts ¿ bwi products: soundstar catheter (us catalog # 10439236, lot # g9057755); lasso catheter (us catalog # d134301, lot # 17739120l). Non-bwi products: right ventricular (rv) catheter (unknown brand); coronary sinus (cs) catheter (unknown brand). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a redo ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed under soundstar catheter guidance. The smarttouch sf catheter and the lasso catheter were inserted into the left atrium. Catheters were positioned at the left superior pulmonary vein (lspv) and several ablations were performed on the roof of the lspv. A non-bwi right ventricular catheter and a non-bwi coronary sinus (cs) catheter were positioned in the right ventricle. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via body surface echocardiography. Pericardiocentesis yielded an unspecified volume of arterial blood. Procedure was completed. Post-procedure, the patient was normotensive and in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a redo ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed under soundstar catheter guidance. The smarttouch sf catheter and the lasso catheter were inserted into the left atrium. Catheters were positioned at the left superior pulmonary vein (lspv) and several ablations were performed on the roof of the lspv. A non-bwi right ventricular catheter and a non-bwi coronary sinus (cs) catheter were positioned in the right ventricle. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via body surface echocardiography. Pericardiocentesis yielded an unspecified volume of arterial blood. Procedure was completed. Post-procedure, the patient was normotensive and in stable condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor was tested and it was working properly; force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Lastly, the irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).